Event description:
It was reported during the implant attempt that the patient's right ventricular (rv) lead was repositioned to obtain better r-waves but the helix was jumpy when extending and required 20 turns. The rv lead was removed and another lead used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix exceeded the specification for the number of turns to extend and retract. Visual inspection found the drive shaft lug stuck behind the retraction stop. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.